Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) amia cassettes had a connection issue. This was described as ¿2 -3 times, the amia cassette did not connect to machine¿. This issue occurred during set-up for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.